Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to obtain readings due to the adc device not responding to button press. As a result of this issue, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified dose/type insulin as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to obtain readings due to the adc device not responding to button press. As a result of this issue, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified dose/type insulin as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.